Event description:
Pt reported that his pump malfunctioned when getting infusion. There was a strange sound and then a loose spring was present. He was not able to reset or fix. Pharmacy replacing device. He completed infusion manually without issues. No missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not completed. Device serial number is unknown as not reported. Unknown if device will be returned. Reported to (B)(6) by: patient/caregiver.